Event description:
It was reported that the head of the mallet separated from the handle.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.